Event description:
Pt's skin was peeled off when the drape tape was removed. The same surface area as the tape size, (10x15cm) was peeled. It took one and a half hours for the operation. They didn't use any chemicals except povidone solution and physiological saline. There were damaged areas to the pt's stratum corneum or stratum lucidum, not the whole epidermis. The pt was given the ointment of oxyteracycline hcl/hydrocortisone. The next day, the reddish peeled area appeared normal.